Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the water filter issue could not be determined. It is possible that the event occurred due to a user handling issue. Additional information was requested three times, but the information was not made available. The verbiage in the instruction manual in chapter 7, "7.2: replacing water filter (maj-824)" provides information which may have prevented the phenomenon. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the water flow on the endoscope reprocessor was weaker than before, and the water filter needed to be replaced. The issue occurred during reprocessing and there was no patient harm associated with the event.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer reported that the flow on the endoscope reprocessor was weaker than before, and that the water filter needed to be replaced. Tac sent the customer instructions on how to change the water filter, and the customer agreed to call back if further assistance was needed. The device is not expected to be returned at this time. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.